Event description:
Boston scientific received information that the patient implanted with this device received a shock. Upon device interrogation, noise on the right ventricular (rv) electrogram caused oversensing and the shock. Pacing threshold measurements were found to have increased abruptly. Additionally, noise was reproduceable with isometrics. An xray revealed that the rv lead had a 90 degree turn on it near the device, presumably a lead fracture. The device was reprogrammed to other than monitor plus therapy. An invasive revision procedure was to be performed. No further complications were observed.

Manufacturer narrative:
The allegation revolves around a non-boston scientific lead fracture and not a device issue.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.